Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported a sharp pain near the implant site. Patient described that this has been happening for a while and they through it was muscle ache; however, it is getting more pronounced and is like a sharp pain right at the 3 o'clock position of the implant which they think is where the leads come out. Patient added if they push on the right side of the implant site it is tender and they get really sharp pains throughout the day. Additional information was received from a patient (pt). It was reported that they were waiting on a phone call from their manufacturer representative (rep) because when they called last time they said to call their healthcare provider (hcp) because they had issues with their implant due to getting a burning sensation; the patient is working with the hcp and rep.